Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic for follow-up. Several inappropriate automatic mode switch episodes were noted on the atrial lead. The noise was reproducible with arm movements. The physician decided not to take any action. The patient's condition was stable post event and would continue to be monitored on merlin.net.